Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level 400 mg/dl and diabetic ketoacidosis; cause was unknown. Customer was treated with intravenous saline and insulin, and was released from the ER 5 days later. Customer declined further follow up and troubleshooting with tandem technical support.